Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Option filter found to be multiply fractured; one leg piece missing altogether and presumably. Excreted in stool. Filter and some of 6 fractured fragments removed with forceps but one leg element and 2 short elements retained in bone and extravascular/perivascular soft tissue.

Manufacturer narrative:
Without a lot number provided, a thorough review of the manufacturing and inspection records could not be conducted. There were no samples or photographic or visual evidence provided, however due to the criticality of defect and presence similar reports, the complaint is confirmed. To assess the risk of the option elite filter fracture, hhe 1373 was initiated, and an in-depth review of the defect was performed. The filter used in the option elite kits are purchased by a third-party supplier; therefore scar-0202 was issued to the supplier to perform a detailed investigation into the defect and implement the necessary corrective actions. Additional information provided in h.3. And h.11.